Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID 823832) was implanted on (B)(6) 2022. The valve was with pressure 40 mmhg and could not reach the expected pressure setting 90mmhg. On (B)(6) 2022, during the exploratory surgery for shunt tube adjustment, the physician found that the valve has a crack and a minimal csf leaking. Therefore, the physician changed with a new ID 823832 valve. The patient was stable after the revision procedure.

Manufacturer narrative:
The hakim valve was returned for evaluation: failure analysis - the position of the cam when valve was received was 70mmh2o. The valve was visually inspected; the silicone housing at the point where the connector should be is damaged crushed/torn (possible due to a hard knock), marks were also noted on the connector. The complaint is confirmed. The root cause for the issue reported by the customer could be due to a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU, silicone has a low cut/tear resistance.

Event description:
N/a.

Manufacturer narrative:
The hakim valve (ID 823832) was not returned for evaluation (according to customer in china: due to the covid-19 quarantine, all the products cannot be returned at current stage). Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to user¿s error. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.